Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of needle hub damage before use. The following has been provided by the initial reporter: material no.: 309657; batch no.: unknown. It was reported that the syringe was damaged; it looks like the plastic may have been melted where the syringe connects to the needle. Verbatim: damaged; description of issue: contact reported the plastic on the syringe where it connects to the needle looks like it may have gotten melted, and won't allow the needle to screw on properly number of occurrences: 2; item number: 3 ml syringe ¿ 309657.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of needle hub damage before use. The following has been provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that the syringe was damaged; it looks like the plastic may have been melted where the syringe connects to the needle. Verbatim: damaged description of issue: contact reported the plastic on the syringe where it connects to the needle looks like it may have gotten melted, and won't allow the needle to screw on properly number of occurrences: 2. Item number: 3 ml syringe - 309657.